Manufacturer narrative:
This notification is being reviewed due to a user of a dreamstation bipap autosv device with an allegation stating that the patient passed away. There is no allegation that the device contributed to death. There was no serious patient harm or injuury. There was no medical intervention reported. Previously submitted report was incorrectly filed as product problem (in the type of reported complaint) which should have been filed as death only, and there was no report of serious or permanent patient harm or injury. In this report, box h: type of reported complaint has been updated correctly.

Event description:
This notification is being reviewed due to a user of a dreamstation bipap autosv device with an allegation stating that the patient passed away. There is no allegation that the device contributed to death. There was no serious patient harm or injuury. There was no medical intervention reported. The device was not returned to the manufacturer for evaluation.